Event description:
It was reported that the cap broke off of the fiber at 160, 608 joules into the case. The fiber cap was retrieved. The pt outcome was not reported. It was not reported whether the fiber cap detached inside the pt. Add'l details have been requested by the MFR and have not been obtained.